Event description:
2023-aug-21: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt mentioned they could never get the ins to stimulate their back instead of their legs since a month or so after implant date. Pt said they stopped using and charging the ins, but now needed an MRI. During the call, the pt entered passive recharge mode. Patient services specialist(pss) explained passive recharge mode. Pt got 68, 98, 100. By the end of the call, the pt was out of passive recharge mode and was recharging excellent. The troubleshooting steps taken on the call resolved the issue. 2023-sept-15: additional information was received from the patient reporting now the implant doesn¿t work at all. 2023-11-28: additional information received from the patient stated the cause of the issue was not known. They were repeatedly adjusted but that didn¿t work and no other actions were taken. 2024-mar-28: additional information was received from a healthcare professional (hcp). The hcp reported that pt is needing MRI and does not have equipment with at appt. Hcp states pt said the controller and spinal cord stimulator (scs) do not work. Pt then got on the phone to clarify, pt stated the scs was not helping at all with their pain. Pt states they went to their pain hcp's office and tried to get the therapy to work several times but pt eventually stopped using scs. Pt noted they spoke to a manufacturer representative (rep) about the reported issue/needing MRI. Pt reports the ins hasn't been charged in over a year. Pt states the healthcare provider (hcp) wants to either "push the leads further up" or put in a new scs system. Pt said they were was sent for ctscan and now are needing MRI prior to this surgery.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.